Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-02087, 1627487-2019-06507. It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The reference MFR. Report number should have been 3006705815-2019-02088 , and not 3006705815-2019-02087 which is corrected in this report.

Event description:
Reference MFR. Report number: 3006705815-2019-02088, 1627487-2019-06507.